Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more event details? Can you please provide the procedure date? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then re-tighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anterior resection procedure, circular stapler misfired, was able to re-do the anastomosis lower down with a cdh29a. This worked fine and the patient is ok.

Manufacturer narrative:
(B)(4).batch # t5d374. Additional information received: low harm reported: ethicon cdh33a gun was used to do an anastomosis for an anterior resection. The surgical registrar fired the gun and the doughnuts which the gun produced were intact. The anastomosis was checked and it became apparent that there was a big leak in the anastomosis. Consultant surgeon had to dissect more in order to use another stapler and join the two ends of bowel together. Device evaluation summary: the analysis results found that the cdh33a device arrived with the anvil missing. Only the causing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.